Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found that due to damage on objective lens, a foggy image occurred. Due to a cut on swtich 3, water tightness was lost. The bending tube was dented. The universal cord protector on the control section side was cut. The universal cord was dented and scratched. Due to wear of angle wire, bending angle in the up direction did not meet standard value. Due to a dent on the channel-tube, forceps could not be inserted smoothly. Due to a dent on channel-tube, channel cleaning brush could not be inserted smoothly. The image guide bundle had significant breakages. The connecting tube was dented. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis lucera bronchofibervideoscope produced blurry image. Inspection and testing of the returned device found the image guide coil was peeling, (1mm2 or more). There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Event description:
Additional information indicates the diagnostic procedure was completed without delay using another device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to use stress, external factors and handling. Olympus will continue to monitor field performance for this device.